Manufacturer narrative:
The reported malfunction was discovered during preventive maintenance. The customer placed an order with technical support for a new blender to resolve the issue. Correction - d1 brand name.

Event description:
Customer states that the fio2 output at 60% only gets to 50%, this was found during preventative maintenance. There was no patient involvement reported.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. This product has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided.